Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited failure to capture, failure to sense and high pacing impedance. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of failure to sense, failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.